Event description:
Treatment of an avm. It was reported after injection of onyx, onyx was observed in the cavernous ica. Upon removal of the catheter, it separated at 15 cm from the distal tip. The distal segment remained in the pt. No pt injury reported.

Manufacturer narrative:
The proximal portion of the catheter was returned for evaluation. The catheter separation site was located approx 15 cm from the distal tip. The separation site has the appearance of an expanded circumferential dilatation consistent with bursts that may occur during angiographic injections.